Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 181mg/dl the customer's expected fasting blood glucose test result range is 89 to 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is 09/21/2016. The meter memory was reviewed for previous test result history:(time not set correctly): (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 181mg/dl the customer's expected fasting blood glucose test result range is 89 to 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history:(time not set correctly): (B)(6).